Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her ipg on (B)(6) 2011. It was reported the pt experienced overstimulation. X-rays were taken and an impedance check was performed. No fractures or impedance issues were revealed. The ipg was allegedly twiddled in the pocket. As a result, the pt will undergo surgical intervention on a later date. No further info is available at this time.